Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of zosyn to a patient admitted for sepsis. The infusion of zosyn was started at 1142 to go infuse over 4 hours at a rate of 25ml/hour. The clinician noted that the zosyn had completely infused within one (1) hour. Pump channel a was infusing the zosyn. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of piperacillin and tazobactam (zosyn) was not confirmed through a review of the logs or replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. On 14 july 2025 at 11:46 am, the pcu event log showed the pcu, and the suspect pump module was assigned to channel a. The user selected ¿no¿ to new patient. The profile in use was identified as ¿general adult¿. At 11:46 am the unit was selected, the user programmed a ¿guardrails drugs¿ infusion of piperazil-tazo 4.5gram/100ml (drugid 428), with a volume to be infused (vtbi) of 100 ml and a rate of 25 ml/hr. At 12:58 pm the device alarmed for air in line, the user channeled off the pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace the pumping mechanism as it was disassembled during the investigation. This may be charged to dchu. Please replace the lower pressure sensor. Please replace the ail assembly. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported over infusion of zosyn was not identified during investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0709, a0401, a040502, a1801, g04067, g0301204, g02017, g0405203, g04088, c0503, c07, c0201, c0601, d02, d08, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of zosyn to a patient admitted for sepsis. The infusion of zosyn was started at 1142 to go infuse over 4 hours at a rate of 25ml/hour. The clinician noted that the zosyn had completely infused within one (1) hour. Pump channel a was infusing the zosyn. There was patient involvement but no harm.